Event description:
It was further reported that the target lesion was located in the upper limb. The physician fully deflated the balloon before attempting to remove the device however, experienced difficulty removing the device. The catheter and sheath were removed from the patient as a unit. No patient complications were reported.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
The medical surveillance specialist (mss) was unable to reach the lay user/patient for follow-up questions. The following complaint was classified based on information obtained from lfs customer service. The lay user/patient contacted lifescan (lfs) customer service on (B)(6) 2010 alleging that the onetouch® ultrasmart meter is giving inaccurate control results above the control solution range. The patient's diabetes is managed with self adjusting insulin. The product issue began on (B)(6) 2010 at 3 pm. On the day of concern, the patient managed his diabetes with the usual dose of insulin. Reportedly, 20 minutes after the patient obtained a control solution result of "257 mg/dl" which was above the control solution range, the patient developed symptom of "shakes." There was no allegation of treatment for severe hypoglycemia or hyperglycemia at the time of concern. It would have been helpful to have more details concerning the patient's diabetes regimen and the circumstances surrounding the incident. According to the troubleshooting performed with customer service, the product issue was resolved with training. Replacement products were sent to the patient. This complaint is being reported because the patient allegedly had symptom that can be suggestive of hypoglycemia 20 minutes after the control solution test failed.

Manufacturer narrative:
The lay user/patient's meter has been returned and evaluated by lifescan product analysis with the following findings: the meter involved in this case has passed testing with no faults found. If any additional information is available, the FDA will be notified in a second follow up report. At this time, we consider this matter closed.